Event description:
It was reported that the pump's usb port was frayed resulting in difficulties charging the pump and that the pump touch screen was unresponsive. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.